Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a gradual decrease in the right ventricular (rv) pacing impedance measurements and r wave measurements. There was a slight increase in the shock impedance measurements as well. Patient isometrics reproduced noise on the shock channel at that time. Then the pacing impedance measurements were less than 200 ohms. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which indicated that a lead revision was performed. The lead was not tested via the pacing system analyzer (psa) during the revision procedure. The lead was surgically abandoned and this device remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a gradual decrease in the right ventricular (rv) pacing impedance measurements and r wave measurements. There was a slight increase in the shock impedance measurements as well. Patient isometrics reproduced noise on the shock channel at that time. Then the pacing impedance measurements were less than 200 ohms. No adverse patient effects were reported. The device remains in service. Additional information was received which indicated that a lead revision was performed. The lead was not tested via the pacing system analyzer (psa) during the revision procedure. The lead was surgically abandoned and this device remains in service. No additional adverse patient effects were reported. Additional information was received which reported that the rv impedance measurements decreased to less than 200 ohms, and sensing measurements had decreased again with the new rv lead. There were no episodes of noise. It was noted that this did not present as a lead issue. The device was reprogrammed. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that during a device replacement for normal battery depletion, it was suspected that the patient's right ventricular (rv) lead insulation was being damaged by patient anatomy or a tricuspid annulus ring. The device was explanted and replaced as planned, and the rv lead was surgically abandoned and replaced due to impedances of less than 200 ohms. No additional adverse patient effects were reported.

Event description:
Additional information was received which reported that the rv impedance measurements decreased to less than 200 ohms, and sensing measurements had decreased again with the new rv lead. There were no episodes of noise. It was noted that this did not present as a lead issue. The device was reprogrammed. No adverse patient effects were reported. The device remains in service.